Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, per report, implantation of the aortic valve in a lower position was performed to avoid any problems with the mitral prosthetic valve. The second valve in the aortic position was implanted to correct the pvl. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our (B)(4) affiliate, during a transaortic procedure the 26mm sapien xt valve was deployed too low (distal part of the valve touching the annulus) resulting in severe paravalvular leak (pvl). A second 26mm sapien xt valve was implanted (50/50) with good results, trace-mild pvl was noted. The patient was stable at the end of the procedure. As per post procedural discussion, the implant doctor decided to implant the aortic valve in a lower position in order to avoid any problems with the mitral prosthetic valve. Of note, the two sapien xt valves that were implanted in this patient, one in the aortic position and the other in the mitral position were both planned.